Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned gii tibial base impactor indicated that the bumper is damaged/chipping on the perimeter edges, confirming the stated complaint. This device was manufactured in 2001, showing signs of wear/use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that the impactor broke off during surgery. All pieces were recovered from patient. No delay reported. No patient injuries reported. An s&n backup was available.